Event description:
The customer contact reported a disconnection. The rn reported that he primed the primary IV tubing with normal saline and connected the male luer of the primary tubing set to the clave port of the extension set. He stated that as he was watching, the primary tubing "sleeve" came off the clave port and the therapy continued, without incident. There were no reported adverse patient effects and no medical interventions were required.